Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reportable that they had air bubbles. The customer's blood glucose was 517 mg/dl at the time of incident. The customer stated that the insulin pump was rewound with a reservoir in place. The customer stated that the insulin was not stored at room temperature. The reservoir will not be returned for analysis.